Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hosp (B)(6) of an adverse event that occurred during the use of a superflex aspheric 920h intraocular lens. The (B)(6) hosp provided the following account of the event "on inserting the lens the haptic broke at the non-leading edge. This was removed and replaced with another lens."

Manufacturer narrative:
The (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. The superflex aspheric 920h intraocular lens is not available in the united states of america. However, the superflex aspheric 920h intraocular lens haptics are the same design as the haptics on the c-flex 570c and c-flex aspheric 970c intraocular lenses. The c-flex 570c and c-flex aspheric 970c are available in the united states of america. A corrective action was taken by the physician and a back-up superflex aspheric 920h intraocular lens was implanted within the initial surgery session. Rayner intraocular lenses limited were informed that the removal of the lense from the eye caused some minor iris trauma and that regular post-operative consultations would be taking place. The info provided by the healthcare facility indicates that the haptic breakage may have occurred as a result of user error. There is no indication that this event occurred as a result of a device defect or malfunction. Our review of production records of the superflex aspheric 920h batch 012e31352 confirms that all mfg and quality checks were conducted with successful results. All lenses released from this batch were within spec. No complaints of any type have been received against the superflex aspheric 920h batch 012e31352.